Manufacturer narrative:
The site indicated that the incident unit will be returning to the manufacturer for evaluation. If additional information pertinent to the incident presents itself, a follow-up report will be submitted. (B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
Reference#(B)(4). One used bravo ph capsule delivery device was received for evaluation. Visual inspection found that the delivery system plunger was rotated more than 1/8 of a turn. This would cause the capsule to fail to attach to tissue. Thus, the investigation identified the root cause of the reported event to be user error.